Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke. The surgeon was able to retrieve half of the component. The hosp has reported no pt injury occurred.